Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed and was determined to be supplier related. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue in the sample. The dust cap was not returned. A microscopic observation revealed a small white material inside the luer hub. Small scratches were observed in the luer hub near the edge. The damage observed on the returned sample suggests the dust cap and the luer hub may have been damaged during an automated manufacturing process. The supplier has been notified of this event and a corrective action has been implemented. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, was accessing patient port, when there was a white strand inside where needless connector is secured to non-coring needle. Did not use this needleless connector to access patient port. No effect - did not reach patient/person -- detected before use or does not touch patient before use. No other information was provided.